Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported loss of power. The reported service light and event code was verified but it could not be confirmed that the event code was related to the loss of power. Physio-control replaced the power pcb assembly due to the event code and also inspected the battery connector pins and harness. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported loss of power could not be determined.

Event description:
The customer reported that during a patient event, the service indicator became illuminated then the device lost power. No additional information regarding the patient event has been provided. There was no adverse effect to the patient during this reported event.